Event description:
It was reported the rear case needs to be replaced and that preventive maintenance is overdue. The device was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the lower case was broken by the atrial output connector. It was also noted that the control knobs were contaminated, both bail covers and ring cover were broken, the battery contacts were compressed, and the ring was missing. (B)(4).